Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/09/2025. The patient followed up with his hcp and was prescribed an unspecified topical steroid cream. He stated he just started using the cream and declined to provide any additional photos. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the (B)(6) 2025. Prior to sensor insertion the area was prepped with antiseptic spray. On approximately (B)(6) 2025, the patient developed itching, a rash, redness, pimples, and pustules extending beyond the patch perimeter. The patient applied e45 cream and savlon to the area. On (B)(6) 2025, the patient consulted a physician who prescribed an unspecified oral antihistamine medication, one pill per day. On (B)(6) 2025, follow up contact was made with the patient, and the patient stated he has a scheduled healthcare provider (hcp) follow-up visit next week due to the rash spread up the arm and covered his whole body. He mentioned he applied an overlay patch to the new sensor insertion site, and he had no issues in that area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.